Event description:
It was reported that the 9800 system had an error code when moving the system. No pt injury was reported.

Manufacturer narrative:
The customer said it was operator error. The service call was cancelled by the customer. A follow up report will be filed when additional details become available.